Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure in january 2024. Fiducial markers were placed transperineally. The procedure was performed with monitored anesthesia care and 10 cc of lidocaine. During a follow-up visit with the radiation oncologist physician, it was determined that the device was not in the proper location. Around 4cc was injected into the wrong location. The radiation oncologist reported that it was considered to change the radiation treatment, moving from moderate hypofraction to conventional. On (B)(6) 2024, the doctor confirmed that the radiation treatment would proceed as scheduled.